Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, at the time of ligating the cystic duct, the surgeon was able to squeeze the handle, the jaws were unable to close, there were issues experienced with the loading or firing of the clips, the clips were malformed. Another device was used to resolve the issue. There was no patient injury.